Manufacturer narrative:
Event date is estimated. During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer report number: 3006705815-2022-15080. It was reported that patient's extensions were experiencing impedance issues. Surgical intervention was undertaken and the extensions were explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.